Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced due to unknown reasons. The lead is expected to be return for analysis. No adverse patient effects were reported.